Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture easily detached from the needle. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the lot number: no further information is available. Please confirm the quantity of sutures detached from the needles? No further information is available. Did the event occur during one or multiple patient procedures? During one procedure what is the total number of procedures? One. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s).this event occurred during one procedure. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-08095.